Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard [flat] mesh on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the bard [flat] mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard [flat] mesh on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the bard [flat] mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of bard flat mesh. Per operative notes, ¿the defect was reduced and hernia opening was appreciated. A bard flat mesh was placed into the peritoneal cavity over the defect and secured with sutures and staples. The fascia was closed and secured with sutures.¿ (B)(6) 2015 ¿ patient was diagnosed with painful recurrent incisional ventral hernia and bilateral inguinal hernia thereby underwent laparoscopic repair with partial removal of prior mesh and implant of three synthetic meshes. Per operative notes, ¿adhesions of anterior abdominal wall was removed. The prior bard flat mesh in the anterior abdominal wall densely adhered to the bowel was noted. The lower margin of the mesh was about the level with the defect just at the base of the umbilicus. Some of the mesh was removed and remaining mesh was positioned itself in upper midline abdominal wall. A synthetic round mesh was placed over the recurrent hernia and secured with sutures and tacks circumferentially. A direct hernia in both groins were dissected away laterally and prominent hernia was closed with sutures. Two synthetic meshes were placed in preperitoneal space on both sides and overlapped in midline and secured with tacks. Fascia was closed and secured with sutures¿.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d.6b, g1, g3, g4, g6, h2, h6, h10, h11 corrected fields: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.